Event description:
The manufacturer received information alleging a ventilator was not turned on and the patient passed away on the ventilator. The patient was nonresponsive, and the patient required to be manually ventilated with a resuscitation bag. The USA device was evaluated by the manufacturer's product investigation laboratory (pil) and found the USA device functioned as designed and operated without issue or error codes.